Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Dexcom technical support followed up with the patient's mother multiple times in order to collect additional information but were unable to reach her.